Event description:
Initial surgery was in 2006 for adhesiolysis and surgwrap was implanted. Two months later, pt was readmitted to hosp with pain and fluid collection in pelvis. Three days later, surgery was performed to drain the pelvic abscess.

Manufacturer narrative:
- Labeling, mfg and sterilization process reviews did not reveal any errors, omissions or other abnormalities - pt has a history of severe, clinically symptomatic adhesions (bowel obstruction, lysis of adhesions, ulcerative colitis) - fluid accumulation possibly related to adhesion- related compartimentalization and surgiwrap resorption process.